Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was xx mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.